Event description:
A healthcare professional reported that during intra ocular lens(iol) implantation surgery, an ophthalmic knife was found to be blunt. The surgery was completed on the same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).